Event description:
A report was received that there was a malfunction of the patient¿s scs system. The patient will undergo a revision wherein the ipg will be replaced.

Event description:
A report was received that there was a malfunction of the patient¿s scs system. The patient will undergo a revision wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will not proceed with an explant. No further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.